Manufacturer narrative:
An alarm indicative of a potential malfunction of the disposable cassette was identified. The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. However, a possible loose connection between a heater bag and the heater line of a homechoice cassette was reported and is known to cause this alarm. The cause of the possible loose connection could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error 2240 alarm (air in set/line) occurred on a homechoice device during peritoneal dialysis therapy. This event occurred during dwell two of five. The patient was connected at the time of the alarm. The renal therapy service agent (rtsa) had the patient look for air or leaks in the lines and bags. During troubleshooting, it was determined that there was a possible loose connection between the heater line of a homechoice cassette and a heater bag which caused system error 2240. The rtsa had the patient closed the clamps and cycle the power to the homechoice to clear the alarm. The rtsa assisted the patient in disconnecting and removing the cassette. The rtsa also advised the patient to start over with all new supplies and bags. The rtsa reviewed proper procedures with the patient. There was no patient injury or medical intervention associated with this event. No additional information is available.